Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Additional products: (B)(6); d10: yes; h3: yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 (B)(6); d10: yes; h3: yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 (b(6); d10: yes; h3: yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 (B)(6); h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 product event summary: the controller and three (3) batteries were returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the alarm log files did not reveal any power disconnect alarms. However, review of the data log file revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. Analysis of the alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(6). As a result, the reported events were confirmed. There is no evidence of a power source lubrication procedure performed on the associated batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device return and evaluation. Product event summary: the controller and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period. However, review of the data log file revealed multiple instances involving three batteries, where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. Analysis of the alarm log file revealed multiple critical battery alarms due to communication errors involving three batteries. As a result, the reported events were confirmed. There is no evidence that a power source lubrication procedure had been performed on the batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4:serial or lot#: (B)(6). D9: yes, return date: 12-oct-2020. H3: yes dev rtn to MFR? Yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial or lot#: bat808109 UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial or lot#: bat808109 UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial or lot#: bat808109 UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial or lot#: bat808109 UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030. FDA results code(s): 3233. FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited erroneous critical battery alarms. It was further reported that the controller displayed a power disconnect alarm. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.